Event description:
The patient is reportedly experiencing sound quality issues and intermittencies. External equipment was exchanged and programming adjustments were made, however this did not resolve the issue. Testing showed the device is functioning normally. Device revision surgery has been scheduled.